Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device that the doctor has been using have been presenting problems. According to surgeon the device dropped clips, clips not fully compressed and slipped off vessel. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # = m9201u. The analysis results for the er320 device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The reported event could not be confirmed as no further functional testing could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.